Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this right ventricular (rv) lead had a pericardial effusion. The physician could not determine the cause but decided the reposition the lead in the septal area of the heart. The lead remains in service. No additional adverse patient effects were reported.